Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms and damage to the system controller power cables was not confirmed. A review of the submitted controller event log file spanned approximately 3 days ((B)(6) 2024 per time stamp). There were no notable alarms active in the log file. A review of the submitted controller periodic log file spanned approximately 44 days at 4-hour intervals ((B)(6) 2024 per time stamp). There were no notable alarms active in the log file. System controller, serial (B)(6), was not returned for analysis. The system controller was not returned. The provided information stated that the system controller was exchanged due to it alarming for power cable disconnect. The power cables were noted to be damaged. It is unclear if there was any damage to the underlying wires. There were no photos or additional documents provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came into the clinic with complaints of their system controller that alarmed power cable disconnect, despite being connected. The power cables were damaged. The controller was exchanged. Log files were evaluated. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms and damage to the system controller power cables was not confirmed. A review of the submitted controller event log file spanned approximately 3 days (18dec2024 ¿ 20dec2024 per time stamp). There were no notable alarms active in the log file. A review of the submitted controller periodic log file spanned approximately 44 days at 4-hour intervals 07nov2024 ¿ 20nov2024 per time stamp). There were no notable alarms active in the log file. System controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. There was no visible damage to the power cables observed. The provided information stated that the system controller was exchanged due to it alarming for power cable disconnect. The power cables were reported to be damaged. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.